Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fractured tip could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device tip became fractured. Multiple attempts to gather further information were conducted, however no information was gathered.